Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician said that after every implant, the next day check shows p/r waves half of what they were at implant. No patient complications have been reported as a result of this event.